Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, several episodes of noise oversensing were observed. Physician will follow-up with patient. Patient's condition was good. No further information was available.

Event description:
New information received notes that during follow-up, several non-sustained oversensing episodes were observed which was reproducible with pocket manipulations. Physician decided not to take any action. Patient's condition was stable.